Event description:
On (B)(6) 2021 the customer reported they were having issues targeting on all petite needles and they requested to speak with an applications specialist. Testing for targeting was passing. A clinical applications specialist was in contact with the customer and verified that the correct needles were being used and the needle parameters in the system were correct. The site manager was planning to observe a biopsy using a petite needle to look for any issues. On 10/29/2021 the site manager called back to follow up on the case. She had not been able to observe a procedure at that time, but reported that patients are having "lots of blood" and that "there hasn't necessarily been patient harm, but one patient did need a surgeon to apply stitches." Clinical applications worked with the site to confirm the system is working as expected with no targeting issues found. The customer has not reported to hologic any additional complaints against this system or the needles reportedly used.